Event description:
The user has developed good hearing performance with the device since the implantation in 2016. According to the speech and behavioral tests, the user's hearing and speech is still good and the family is still satisfied. Reimplantation is being considered.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array partially migrated post-operatively out of cochlea. In addition, several channels showed high impedance status for undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array partially migrated post-operatively out of cochlea. In addition, several channels showed high impedance status for undetermined reasons. Re-implantation was reportedly carried out but the device has not been received yet.

Event description:
The user has developed good hearing performance with the device since the implantation in 2016. According to the speech and behavioral tests, the user's hearing and speech is still good and the family was still satisfied.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In situ testing showed affected channels. Reimplantation is being considered.